Event description:
It was reported that the therapist was removing a PICC line and the PICC line broke. The tip is in the axillary area.

Manufacturer narrative:
The complaint of a break was confirmed, but the exact mechanism of damage is unknown.the d/l tubing broke near the 44cm dot depth mark. Elastic weakness was detected near the break, which indicates that the tubing had been stretched. The cross section of the break exhibited a rough and jagged surface. No manufacturing defects were noted on the complaint sample. The d/l tubing had been damaged near the 55cm depth mark, leaving the distal lumen exposed. The damage at the 55cm depth mark appears to be user related.